Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-jan-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 38-year-old female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergic respiratory disease ("respiratory allergies") and food allergy ("food allergies"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergic respiratory disease and food allergy outcome was unknown. The reporter provided no causality assessment for allergic respiratory disease, food allergy and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) year old female patient who had essure (batch no. E25515) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergic respiratory disease ("respiratory allergies") and food allergy ("food allergies"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergic respiratory disease and food allergy outcome was unknown. The reporter provided no causality assessment for allergic respiratory disease, food allergy and pelvic pain with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.